Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus history record indicated the wrong date. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: the pump¿s bolus history appeared to be inaccurate due to a combo bolus being delivered (B)(6) 2017 at 21:24 (duration 3.0 hours) and a ezbg normal bolus delivered on (B)(6) 2017 at 00:18 before the combo bolus was completed. The combo bolus feature records ¿start¿ time of the combo bolus and only records it in the bolus history when the combo bolus was fully completed and no longer active. The keypad was tested and all keys were responsive to user input. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history with the correct time sequence. The original complaint could not be duplicated or confirmed. (B)(4).